Manufacturer narrative:
Damaged foot-end brake crank assembly.

Event description:
It was reported by service report that the brakes could not be engaged due to jammed pedals on both sides. No patient involvement or adverse consequences were reported.